Manufacturer narrative:
Additional analysis: the reported events of inability to interrogate were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a clinic on (B)(6) 2020 for a follow-up when their pacemaker failed to interrogate with the programmer. The pacemaker did not respond to inductive or radio frequency telemetry. Magnet testing did not change the patient's heart rate. Device was still undetectable after clinic staff called tech services to perform a telemetry test. Pacemaker was explanted and replaced on (B)(6) 2020. Patient condition after the procedure was stable.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Final analysis found a hybrid circuitry anomaly indicating high current drain. Additional tests indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. As a result of this finding, abbott is performing further investigation. Visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of this finding, abbott is performing further investigation.